Event description:
It was reported that during a full supply change, the ilet user inadvertently pulled off the infusion set from the needle component and subsequently completed a new infusion set insertion and full supply change. Inset flex infusion set from lot noted to be 6016560. Replacement infusion sets, cartridges, and adapters were arranged to prevent running short. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.